Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the lot number pabdpwpo as it appears to be invalid. Are any samples available for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle came off the thread while suturing a 2nd degree tear. The patient was re-sutured with another suture. There were no adverse patient consequences reported. Additional information was requested, however, no information was received.